Event description:
In early 2009, a company representative reported that the patient had been experiencing elevated blood glucose. Upon follow up with the patient, she stated that her blood glucose had been elevated to 20-30 mmol/l (360-540 mg/dl). She began use of the infusion device two weeks ago. She stated that her blood glucose elevated hours after inserting the infusion set and she injected insulin via syringe to lower her readings. She stated that she attempted bolusing through the infusion device, but her readings did not decrease. She stated that she switched back to her previous infusion device and her blood glucose returned to normal. She was unable to troubleshoot at the time of the report. Upon follow up with the patient four days later, she stated that she never received any errors on the infusion device and insulin did drip from the end of the infusion tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.